Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned device was confirmed to be fractured in four pieces and showed signs of wear consistent with usage. Fracture analysis was performed and the fracture was consistent with overload fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty while the surgeon was impacting the femoral trial, the impactor pad fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.